Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call, that the insulin pump was not delivering their bolus. The customer¿s blood glucose level was 24 mmol/l at the time of the incident. Customer attempted to use the insulin pump to deliver a bolus, but alarmed ¿no delivery¿ several times. No symptoms were noted and it was treated with an injection shot. During troubleshooting, customer performed a 5-unit fixed prime, which showed the insulin was able to exit, and the blockage was caused by a bent cannula. The customer was advised to continue monitoring the device if further problems arise.